Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/11/2017.